Event description:
The customer reported that the unit would not work on ac power; however, it functioned normally on battery power. The "ac power" and "battery charge" lights would not illuminate on ac power.